Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was 344 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Findings: unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime a a33 test due to faulty sensor resistor unable to perform excessive no delivery test and occlusion test due to prime anomaly. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and belt clip slot.